Event description:
During the primary hip surgery, it was observed that the patient had sustained an intra-op fracture. It is unknown at which point of the surgery the fracture occurred. The surgeon broached sequentially to the 3. A non-collared amistem was implanted but it sat lower than expected. Therefore, it was explanted (no fractures occur) and a collar stem was implanted. The hip reduced and easily dislocated. The second amistem was removed, and using a cobb, the surgeon located the fracture on the femur laterally. Finally, a competitor stem was implanted. There was no delay and the surgery was completed successfully. A consignment set was utilized.

Manufacturer narrative:
Batch review performed on 18-aug-2023 lot 2248864: (B)(4) items manufactured and released on 27-apr-2023. Expiration date: 2028-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on 24-aug-2023. Stem: amistem p 01.18.403 amistem-p std stem size 3 (k173794) lot. 2246931 lot 2246931: (B)(4) items manufactured and released on 07-mar-2023. Expiration date: 2028-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.